Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. A carefusion certified 3rd party service technician field serviced the suspected device. The reported issue was duplicated and confirmed by technician. Reported issue was resolved by replacing switch membrane/overlay panel and re-routing tubing/wiring. Furthermore, during visual inspection it was noticed that physical damaged on suspected unit showed signs of damaged by dropping unit but it's not confirmed by the customer.

Event description:
The customer reported complaint that the lap top ventilator was auto-cycling and would not stabilize positive end-expiratory pressure (peep). The reported issue was found during testing so there was no patient involvement.